Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low calcium results for three patient samples from the cobas 8000 c702 module. The samples were repeated on another analyzer. Sample 1 initial result was 1.43 and the repeat result was 2.34. Sample 2 initial result was 1.63 and the repeat result was 2.39. Sample 3 initial result was 1.84 and the repeat result was 2.51. No unit of measure was provided. The initial results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative checked the probes and cell rinse valves. Sample probe a was found to be slightly out of alignment.

Manufacturer narrative:
Clarification was received on the unit of measure, it is mmol/l. The alarm trace shows several abnormal sample aspiration errors. The customer has seen no further issues. The investigation determined the root cause was the probe.